Event description:
It was reported that the pump started beeping again with error "no disposable." Pt's daughter attempted to run cassette (lot number not known) on both pumps and got the same error on both pumps. Pt's daughter was advised to make a new cassette. When new cassette was mixed the error went away. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.